Event description:
It was reported she was having issues with high blood glucose delivery. Customer's blood glucose was 25.8mmol/l. Customer has bloused and basals and blood glucose would not lower. Customer blood glucose lowered to 22.8mmol/l she ended up treating with manual injection. The drive support cal was normal. No air bubbles or leaks noted. Manual prime was performed and insulin did exit. Settings were correct. High pressure test was performed and device passed. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.